Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the patient's outcome cannot be conclusively determined at this time. The instruction manual warns users: "do not grasp tissue beyond the serrated teeth. Ensure forceps jaws are in contact only with the anatomical structure to be coagulated."

Event description:
Olympus was informed that during a diagnostic total laparoscopic hysterectomy (tlh) procedure, a regrasp error message occurred while the physician was coagulating uterine arteries and the patient experienced severe bleeding. The physician was unable to stop the bleeding and switched to an open hysterectomy. The bleeding was resolved with an unknown device. It was reported that the procedure was delayed for forty five minutes. The intended procedure was completed with a different device. Additionally, it was reported that the device was boomed tested (activation testing) prior to the procedure and inspected post procedure with no anomalies found. No further information was provided.